Event description:
This record captures a review of the literature article 'radiographic fusion rates following a standalone interbody cage versus an anterior plate construct for adjacent segment disease after anterior cervical discectomy and fusion¿ from spine journal (2020). Adjacent segment disease (asd) is the most common cause for revision surgery after acdf. Revision procedures to treat asd can be complicated due to already existing acdf. The objective of this study was to compare results of stand alone cages (sac) with anterior plate constructs (apc) for patients who have acquired adjacent segment disease after initial acdf. The retrospective study was composed of 46 patients (who had acdf and asd) from january 2015 to january 2017. These 46 patients were split into two groups. The first group was implanted with sac (cages places adjacent to existing acdf). All patients in the sac group were implanted with stryker anchor-c cages. The second group was implanted with apc (unspecified plates were placed adjacent to the previous hardware or as replacement to the previous plate). A control group was also composed of 41 patients who had acdfs, without asds, which was used to compare results. It was reported in the article that two patients experienced migration of their anchor-c cages and required revision surgery. Additional information is not known regarding these events. This record captures both patients who experienced cage migration and were revised.

Manufacturer narrative:
'The article 'radiographic fusion rates following a stand-alone interbody cage versus an anterior plate construct for adjacent segment disease after anterior cervical discectomy and fusion' in the journal spine, volume 45 (713-717) 2020, was reviewed visual, dimensional, material and functional analysis could not be performed as the device location is unknown. Manufacturing records and complaint history could not be reviewed as a valid lot number was not provided and could not be obtained. Catalog, lot number and x-rays were not provided. The devices were not returned for evaluation. One of the surgeons - coauthors of the article was contacted for additional information and indicated that no additional information is available as the study was concluded 5 years ago. The anchor c surgical technique and device IFU were reviewed: ¿the surgical technique for anchor c warns of the following potential risks: device component fracture, loss of fixation, pseudoarthrosis (i.e. Non-union), fracture of the vertebrae, neurological injury, and vascular or visceral injury.¿ ¿surgeons must instruct patients regarding appropriate and restricted activities during consolidation and maturation for the fusion mass in order to prevent placing excessive stress on the implants which may lead to fixation or implant failure and accompanying clinical problems. The physician must closely monitor the patient if a change at the site has been detected.¿ the root causes of the reported events cannot be determined conclusively from the information available. It is unknown how long after the initial surgery the hardware migrated or if the patients fused. Potential causes of migration could be that the screw was not properly inserted/locked into the implant, overtightening the screw, implanting the screw at difficult angle. Other causes of migration could be poor patients bone quality, patient experiences a sudden impact or patient participated in activities not recommended by the surgeon.

Manufacturer narrative:
Device location unknown.

Event description:
This record captures a review of the literature article 'radiographic fusion rates following a standalone interbody cage versus an anterior plate construct for adjacent segment disease after anterior cervical discectomy and fusion¿ from spine journal (2020). Adjacent segment disease (asd) is the most common cause for revision surgery after acdf. Revision procedures to treat asd can be complicated due to already existing acdf. The objective of this study was to compare results of stand alone cages (sac) with anterior plate constructs (apc) for patients who have acquired adjacent segment disease after initial acdf. The retrospective study was composed of 46 patients (who had acdf and asd) from january 2015 to january 2017. These 46 patients were split into two groups. The first group was implanted with sac (cages places adjacent to existing acdf). All patients in the sac group were implanted with stryker anchor-c cages. The second group was implanted with apc (unspecified plates were placed adjacent to the previous hardware or as replacement to the previous plate). A control group was also composed of 41 patients who had acdfs, without asds, which was used to compare results. It was reported in the article that two patients experienced migration of their anchor-c cages and required revision surgery. Additional information is not known regarding these events. This record captures both patients who experienced cage migration and were revised.